Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1613c93ej, serial/lot #: (B)(4), ubd: 07-oct-2022, UDI#: (B)(4); product ID: etlw1628c124ej, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI#: (B)(4); product ID: etlw1620c124ej, serial/lot #: (B)(4), ubd: 26-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a pre-ruptured unknown size abdominal aortic aneurysm. It was reported that during the index procedure, the aneurysm became large ruptured, so coagulation and collapse occurred. The procedure was converted to laparotomy. Patient died. It was stated that it was difficulty to judge for endoleak. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is expired.